Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform occlusion test and excessive no delivery test due to prime anomaly. No a33 alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The customer's blood glucose was normal and did not require medical treatment. The alarm history was reviewed and there were prior compromised force sensor system alarms noted. The insulin pump will be returned and replaced.